Manufacturer narrative:
(B)(4). Shroud the device was returned with the lower shroud damaged. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were ejected due to the returned condition of the lower shroud. No conclusion could be reached as to how the lower shroud became damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument was not loading the clips properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
During a coil embolization procedure, the orbit helical fill 3x8 coil was put into the aneurysm but could not perform the helical shape, but once it was out of the patient, the coil shape was helical, it is unknown if after removal if the coil unraveled/stretched. Another device was utilized to complete the surgery, and the patient was fine. A constant and dedicated saline source was utilized at all times. A balloon remodeling device was not utilized. During the initial insertion of the coil delivery system, there was no resistance at any time during advancement of the coil through the (mc) microcatheter, and no additional force was utilized to advance or remove the coil/delivery system. There were kinks in the mc that may have contributed to the event; however, the same microcatheter was utilized to complete the procedure because there were no damages on the mc. A constant and dedicated saline source was utilized at all times through the microcatheter. A balloon remodeling device was not utilized. During the initial insertion of the coil delivery system, there was no resistance during advancement of the coil through the mc, and no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was resistance during withdrawal for repositioning in the aneurysm, but the withdrawal process was not stopped, and the cause was not investigated.